Event description:
The customer reported that an 840 ventilator had a blank display. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and isolated the problem to the backlight inverter pcb. Covidien was not authorized to service the device.